Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that the analyzer is reading all tests as negative."

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that the analyzer is reading all tests as negative."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1247363. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.